Event description:
It was reported that during a lap nissen fundoplication procedure the hand piece locked out contributing to the malfunction of the blades. Case completed with another hand piece. No pt consequence.